Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Under possible adverse effects, "number 1 states, "material sensitivity reactions." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-01941 and 05797).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain."

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a clinical study. It was reported that patient underwent left total hip arthroplasty on (B)(6) 2009. During post operative monitoring and testing, pain, metallosis, mass, joint effusion, synovial fluid and adverse reaction to metal debris were noted. The mass on the anterior lateral and posterior lateral quadrants of the left hip measured 37.5x66.2x51.1 mm. A revision procedure was performed on (B)(6) 2014 due to failure of ingrowth into the acetabular component. A review of invoice history confirmed the acetabular cup and modular head were removed and replaced during the revision procedure.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(4) clinical study. It was reported that patient underwent left total hip arthroplasty on an unknown date. During post operative monitoring and testing, metallosis, mass, joint effusion, synovial fluid and adverse reaction to metal debris were noted. The mass on the anterior lateral and posterior lateral quadrants of the left hip measured 37.5x66.2x51.1 mm. These findings were found due to follow up testing, there were no symptoms reported by the patient. Review of invoice history indicates patient underwent a total hip arthroplasty on (B)(6) 2009. Subsequently, records indicate patient was revised (B)(6) 2014. The cup and modular head were removed and replaced.